Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Electric dermatome, serial number (B)(4), was manufactured on march 26, 2014 and was over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Electric dermatome power supply was manufactured on march 6, 2014, is over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed very minor cosmetic damage to the head and neck of the hand piece; the power supply did not exhibit any unusual wear or damage. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade sat flush with the control bar. The safety switch operated as intended. The device was tested with the electric dermatome test power supply it #(B)(4) under stroboscope it #(B)(4), and the motor speed was unable to be consistently detected and it was observed that the hand piece handle became warm during its operation. A second test was conducted using the customer power supply and under stroboscope it #(B)(4), the motor speed was unable to be consistently detected and it was observed that the hand piece handle continued to be warm during its operation. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the erratically running motor and other standard repair parts. No problem was found with the electric dermatome power supply. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the dermatome wire was connected to the electric current¿ was non-verifiable as it is unclear what the customer was referring to in their reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. During the initial inspection it was noted that when the device was tested the motor speed was unable to be consistently detected and it was observed that the hand piece became warm during its operation. Electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during procurement for tissue donation from a cadaveric skin donor the dermatome wire was connected to electric current. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during procurement for tissue donation from a cadaveric skin donor the dermatome wire was connected to electric current. The surgeon was unable to get an adequate skin graft with the right thickness. No adverse events have been reported as a result of the malfunction.